Event description:
It was reported that during incoming inspection, a team member found a burr inside of the packaging. Debris was found during device evaluation. No patient involvement, impact, or harm. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: japan visual examination of the returned product/provided pictures identified 1 burr attached to the edge of the carrier and 2 burr-like particulates within the packaging of the carrier - not within the acceptance criteria per 8.400 zpc packaging materials inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.